Event description:
The manufacturer received information alleging an everflo oxygen concentrator was plugged into an ac outlet and flames were seen coming from the outlet. The everflo's power cord reportedly had thermal damage to the plug. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer has completed their investigation of an everflo oxygen concentrator that was allegedly plugged into an ac outlet and flames were seen coming from the outlet. The everflo's power cord reportedly had thermal damage to the plug. There was no report of patient harm or injury. The device was returned to a third party service center for evaluation. The power cord had evidence of being chewed. There was no report of thermal damage or exposed wires to the power cord. The power cord was replaced to address the issue.